Event description:
The customer reported that the system would not produce an image. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The interconnect cable had been replaced. The video controller and generator interface board were replaced. The system was tested and found to be working as intended and put back into svc.